Event description:
During a cataract extraction procedure, the clinic reported the phacoemulsification unit using a 20 straight flared phaco tip was in quadrant phaco mode and the surgeon was attempting to pull the nucleus pieces in periphery of the lens. The surgeon would build vacuum; however, it was explained the vacuum did not seem to initiate and a surge of aspiration occurred. The procedure was completely successfully using a backup unit. The clinic reported no patient injury.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.